Event description:
It was reported that, "patient complained of a painful knee. Dr brought patient to surgery, and opened the knee joint. Dr found no significant signs or reason for pain. Upon removing the poly to check the baseplate for loosening, noticed burnishing on the articulating surface of the poly."

Manufacturer narrative:
Investigation in progress. No additional info available at this time.